Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Please note the customer indicated the adverse event occurred twice. This report covers 2 of 2 events. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press, strip insertion, or cable insertion. The customer experienced seizure, but indicated they were able to self-treat (unspecified) and no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device would not power on with button press, strip insertion, or cable insertion. The customer experienced seizure, but indicated they were able to self-treat (unspecified) and no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number.